Event description:
It was reported: this patient has extremely painful baseplates that are being revised today. According to staff person, the lot numbers are not part of the knee investigation series. However, patient has exhibited similar symptoms.